Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure. The instrument was placed on an in-house system and the instrument passed the recognition and engagement tests on multiple attempts and on different arms. No error messages or faults appeared and the blue light on the system arm appeared indicating the instrument was ready for use. However, the instrument was found have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit an damage or wear marks. Other cables at the wrist were not damaged. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted heller myotomy surgical procedure, the double fenestrated grasper was not recognized by the system. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.